Manufacturer narrative:
The device, multifunction cable (mfc) and cprd connector were returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a faulty mfc -to-cprd connector. The connector was scrapped at zoll to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.